Manufacturer narrative:
This device was explanted and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this pacemaker was explanted due to unknown reasons. No additional adverse patient effects were reported. This pacemaker has not been returned for analysis.